Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient underwent and implantation a year ago on an unknown date in 2013 for distal radius fracture. A removal operation of the implants was performed on (B)(6) 2014. During the operation; the surgeon found that one of the locking screws at the distal end of the radius was broken at the shaft with the screw head fully seated in the locking hole. There was a report of a twenty minute surgical delay with no patient harm. This report is for six unknown screws. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the screw head is indeed broken off as reported. As the lot number of the broken screw was not provided, the manufacturing documentation and material specifications for this lot could not be checked. Unfortunately we are not able to determine, if the screw breakage occurred before or during removal. Nevertheless, a manufacturing related condition can be excluded. The va-lcp plate itself is used but still intact. The device history record was reviewed for the plate and the cortscr, and these products were manufactured with no deviations to specification in may 2013 and february 2013. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
For one of the potential screws involved, the lot number is 8305592. The manufacturing location for that lot number is grenchen. The manufacturing date is february 25, 2013. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. One of the potential screws was reported as 402.876s; should be 402.876 with lot 8305592. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for six unknown screws. It is unknown, which screw was broken postoperatively. Following screws were involved: 04.210.116s qty:1, 04.210.120s qty:1, 04.210.122s qty:3 and 402.876s qty:1. Implant date unknown. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.